Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past year, and were now out of range greater than 150 ohms. Last delivered shock was (B)(6) 2012 where the impedance value was 49 ohms, so the plan was to perform commanded shock to test the actual delivered impedance values to develop a plan. The lead remains in-service. No adverse patient effects were reported.